Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2000 ohms, loss of rv capture, and rv noise. There were also decreased shock impedance measurements and decreased intrinsic r wave amplitude measurements, but these remained within normal limits. A chest x-ray was performed which revealed the lead was in the identical position and was correctly inserted in the device header. A request was made to have data from the patient's device analyzed. Data analysis showed there were no faults or resets and the battery power was normal. The change in impedance measurements did not coincide with any device anomalies. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that rv pacing impedance measurements increased to greater than 3000 ohms, then decreased to normal measurements. The shock impedance measurements increased to 125 ohms. Defibrillation threshold (dft) testing was performed which revealed shock impedance measurements of 94 ohms and 96 ohms. The device was reprogrammed to ovo as no pacing was required for the patient, and anti-tachycardia pacing (atp) therapy was programmed off. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular defibrillation lead exhibited noise and high out of range shock impedance measurements. Technical services discussed possible causes. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.